Event description:
A pt reported experiencing inaccurae high results with a meter. The pt's blood glucose results were 28, 140 mg/ld. Tests were done within 10 minutes with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.